Event description:
(B)(4). Got essure take out in (B)(6) 2015, left coil was improperly placed. Tubes removed. I feel so much better. No cramping and I have a lot of energy. I am starting to lose weight and the pressure feeling is gone. I can feel the change in my body. I feel like me again.

Event description:
Weight gain, migraines, cramping in lower abdomen, irregular menstrual cycles, pressure constantly in lower abdomen, frequent sharp pain near hips, nausea, skin rash, dry skin. Fatigue, loss of libido, stomach cramping. (B)(4).